Event description:
Patient reported "biocell recalled device". Later healthcare professional reported "capsular contracture baker grade iii/IV" of a non-abbvie device. This record is for the right side. Device was explanted. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4.

Event description:
Patient reported "biocell recalled device". Later healthcare professional reported "capsular contracture baker grade iii/IV". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Capsulectomy was performed. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.